Event description:
It was reported that the external pulse generator had a damaged battery door. The generator was returned for service. There was no patient involvement indicated as associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. Battery drawer is broken. One side bail cover is broken.